Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the tip of the serfas energy probe broke into the patient's shoulder joint at the beginning of the surgery. It was also alleged that the broken piece was easily found and retrieved. It was further reported that another probe was used to complete the surgery.